Manufacturer narrative:
A visual and dimensional inspection was performed on the returned device. The reported material deformation was confirmed. The reported failure to advance could not be evaluated as the exact anatomical conditions encountered by the device used during the procedure could not be replicated in the test laboratory. The reported difficult to remove could not be tested due to the condition of the returned device. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported difficulties appear to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a moderately calcified, moderately tortuous de novo right coronary artery (rca) that is 90% stenosed. The 3.5x18mm xience sierra stent delivery system (sds) was attempted to crossed; however, failed due to anatomy. During removal it was noted the stent became flared and the proximal edge of the xience sierra met resistance with guiding catheter. Another non-abbott stent was used to successfully complete the procedure. There were no adverse patient effects reported and no clinically significant delay. No additional information was provided.